Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image disappeared, the image was not displayed, the outer tube is deformed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. The video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image disappeared during an ongoing examination and that a scope communication error (e216) appeared involving an olympus rigid video laparoscope. There was no patient injury reported.